Manufacturer narrative:
The reported meter was returned for investigation. Performed visual inspection on the meter and no issues were observed. The meter powered on with button and test strip insertion. Control solution testing was performed. No error messages were observed, however the meter did not start after control solution was applied to retain test strips. The returned meter was de-cased. Performed visual inspection on the meter's pcb. Blood contamination was observed on the meter¿s test strips port. No product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A patrol officer reported that on (B)(6) 2018 at 11:00 a.m., a man was found unconscious. The patrol officer attempted to use the adc meter to test the man's glucose and was unsuccessful due to an ER-3 message appearing on the meter display. Paramedics were called and upon their arrival at 11:15 a.m., a blood glucose result of 38 mg/dl was obtained on the paramedic meter and the man was treated with d-50 glucose via intravenous infusion. Once he regained consciousness, he was provided solid food and transported to a hospital at 11:40 a.m. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This serves as a correction report as date received by mfg was incorrectly documented in the previous report. The correct date received by mfg date is 2/20/2018.(PMA/510(k)) was also incorrectly documented. PMA/510(k) has been updated.

Event description:
A patrol officer reported that on (B)(6) 2018 at 11:00 a.m., a man was found unconscious. The patrol officer attempted to use the adc meter to test the man's glucose and was unsuccessful due to an ER-3 message appearing on the meter display. Paramedics were called and upon their arrival at 11:15 a.m., a blood glucose result of 38 mg/dl was obtained on the paramedic meter and the man was treated with d-50 glucose via intravenous infusion. Once he regained consciousness, he was provided solid food and transported to a hospital at 11:40 a.m. There was no report of death or permanent impairment associated with this event.